Manufacturer narrative:
A review of lot c704 was conducted. There were no non conformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for centrifuge bowl leak/breaks; manufacturer's CAPA (scar 143) has already been initiated to investigate centrifuge bowl leak/breaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).

Event description:
Customer called to report a blood leak in the centrifuge. Customer stated during the 3rd cycle (out of 6), instrument displayed system error f183:000. Customer removed the bowl and reseated it. Alarm continued. Customer repeated bowl adjustment and alarms x3 when the alarm condition resolved. Customer stated the procedure continued for approximately 10 minutes when the instrument displayed a blood leak-centrifuge alarm. Customer noted blood leaking from the top of the bowl. Treatment was aborted. Pt was stable. Customer did not return product for investigation.